Event description:
Procedure: wedge resection. According to the reported: the sulu was applied on the lung tissue for the wedge resection. This was the first sulu and the staple line was well formed. However, the "pin" on the sulu fell in pt cavity when the surgeon withdrew the handle and the sulu. It took over 30 minutes to retrieve the pin with a grasper.

Manufacturer narrative:
(B)(4)